Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use indicate that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure¿. Additional patient/device information: it was later reported that the patient has had their valve adjusted successfully. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a strata shunt a few months ago. According to the report, the patient had an MRI on (B)(6) 2015 and when the doctor attempted to adjust the shunt after the MRI, the shunt was stuck on the same level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.